Event description:
After an implantation period of approx. 2 months loss of capture due to an exit block was reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be connected to the clinical complaint. Especially the values of the parameters that were measured during the electrical check were within the technical specifications. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.